Event description:
Patient admitted on (B)(6) 2020. Due to limited documentation unable to gather more information. Ett check and inspected, found hole in the cuff. Equipment saved for review and sent back to manufacturer for review. FDA safety report ID# (B)(4).